Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 536 mg/dl at time of event. Elevated blood glucose was addressed by changing pump supplies at which point the customer successfully resumed insulin delivery.